Event description:
It was reported that during initial implant, the new right ventricular lead presented with no sensing, no pacing and high out of range impedance after several repositions. The lead was explanted and replaced on (B)(6) 2022. There were no patient consequences and the patient was in stable.

Manufacturer narrative:
The reported events of no sensing, no pacing and high pacing impedance were not confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.